Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer reports false negative results for himself and his daughter when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for the customer. See (B)(4) for alternate false negative result. Customer reports receiving a false negative result in (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Exact test date not provided. Customer tested positive on an unknown date with an unspecified covid-19 confirmatory test (brand/type not specified). Although requested, customer did not respond to technical supports three attempts to obtain further information.